Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corner noted during visual inspection. The insulin pump alarmed during prime alarm test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime alarms.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 348 mg/dl. Customer contact physician to discuss high blood glucose. Customer experiencing irritability. Treated high blood glucose with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.